Event description:
Pt had cardiac catheterization in 2001. Developed joint effusion the following month. Admitted 10 days later with septic knee. Culture showed staph aeurus - sensitive from blood. Perclose device was used during cardiac catheterization. No puncture site involvement.